Event description:
The customer contact reported the device alarmed on channel 1, 2, and 3 with an e321 (battery charger timeout) error code. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed on channel 1, 2, and 3 with an e321 (battery charger timeout) error code. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.